Event description:
A physician reported a pt was originally skin tested in 1998 in the forearm with negative results. The pt was treated with multiple collagen treatments without adverse event. In 2000, the pt was treated in the vermilion borders, glabella, and nasolabial folds. In 2000, the pt was examined by the physician and it was noted pt had "blisters" and redness at the glabella and swelling and induration at all other treatment sites-[onset date-unknown]. The physician prescribed warm soaks, valtrex, and medrol dos-pak. The physician believed the symptoms were a definite hypersensitivity and herpes simplex related to injection trauma. No further medical or surgical intervention was prescribed or planned.